Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that when starts up the system, the unit makes a noise then, noise gets louder. In addition, experiencing poor phacoemulsification and aspiration.

Manufacturer narrative:
The company service representative examined the system and no problems were found. The company service representative observed surgery cases and no out of the ordinary noise was heard. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).